Manufacturer narrative:
The reason for this revision surgery was the patient developed a tear in the supraspinatus and subscapularis muscles that allowed for instability and superiorization of the center of rotation in the glenohumeral joint. The in-vivo length of patient service for the implant was 6.7 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient tore their shoulder rotator cuff. The root cause for the rotator cuff tear was not reported. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
D10 - adding concomitant part 402283.

Manufacturer narrative:
Returned to patient.

Event description:
Revision surgery - the patient had a total shoulder procedure on (B)(6) 2016. Subsequent to the procedure the patient developed a tear in the supraspinatus and subscapularis muscles that allowed for instability and superiorization of the center of rotation in the glenohumeral joint. The surgeon attempted to repair the cuff tear then deemed it irrepairable in the (B)(6) 2016 surgery. Thusly, all of the recorded implants were removed and replaced with an reverse total shoulder.